Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2017-04384. It was reported that catheter removal difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the severly calcified proximal to distal left anterior descending artery. Ablation was performed with a rotablator device and a 2.5mm x 38mm synergy stent was placed. Then an opticross¿ catheter was used to observe the lesion and upon withdrawl, the guidewire exit hole of the catheter was caught in the proximal part of the stent. The physician commented that the stent may not have been fully expanded. The proximal shaft of the catheter was cut and the imaging core was removed. Another femoral access approach was obtained and a new guidewire was placed. A 2.0mm emerge balloon catheter was used to perform dilation on the stuck opticross and it was then able to be retrieved. There were no patient complications and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR: only the sheath assembly was returned. The unit returned has catheter damage (detached in the sheath assembly). Damage was observed on the guidewire exit port assembly. A 0.014" test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Visual and functional analysis was performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-04384. It was reported that catheter removal difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the severly calcified proximal to distal left anterior descending artery. Ablation was performed with a rotablator device and a 2.5mm x 38mm synergy stent was placed. Then an opticross¿ catheter was used to observe the lesion and upon withdrawal, the guidewire exit hole of the catheter was caught in the proximal part of the stent. The physician commented that the stent may not have been fully expanded. The proximal shaft of the catheter was cut and the imaging core was removed. Another femoral access approach was obtained and a new guidewire was placed. A 2.0mm emerge balloon catheter was used to perform dilation on the stuck opticross and it was then able to be retrieved. There were no patient complications and the patient status was good.